Event description:
While the surgeon was disengaging the femoral head from femoral stem, the alumina ceramic head fractured resulting in a cut to surgeon's hand.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Device is not returned.

Manufacturer narrative:
An event regarding alleged crack/fracture involving a ceramic head was reported. The event was not confirmed. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined as insufficient information was received. Further information such as return of device, operative reports are needed to investigate this event further.

Event description:
While the surgeon was disengaging the femoral head from femoral stem, the alumina ceramic head fractured resulting in a cut to surgeon's hand.